Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had elevated impedances and they had a revision scheduled. Caller indicated that the patient fell and started receiving side effects similar to dystonic movements and muscle contractions, pulling. The patient went to the surgeon for device check and they found unipolar pairs to be elevated, caller thought the bipolar pairs were good or in range. Caller has limited info but said the revision is to troubleshoot the impedance issues. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the rep responded to the healthcare providers request to help evaluate patient after a fall prior to (B)(6) 2018. The exact date of the fall is not known. Patient reported increase of off time dystonia, pain, and return of parkinson's disease symptoms after the fall. The healthcare provider evaluated the patient in his clinic and noted high impedances. The rep helped determine the location of a possible lead/extension/or ins issues with alligator clips and impedance testing. On (B)(6) 2018 patient had a new lead placed and is now back to base line.